Manufacturer narrative:
Analysis found internal abrasion between 9cm and 10.5cm from the distal end. Several external abrasions were found near the distal end; the etfe coating of the rv shock coils was abraded at 25. 5cm to 27.2cm from the distal end.

Event description:
New information received notes no capture and a change in impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several vf episodes were observed on the stored egms due to noise but defibrillation was aborted. All measurements were within normal range. Lead damage suspected. The lead will be scheduled for replacement.